Manufacturer narrative:
When the technician investigated the product he found that the emergency stop button was not plugged in (dislodged from the electrical card). He could not determine if it was shipping damage or if the customer did not plug it back in after checking the fuse. The connector that the switch plugs into was also damaged which is probably shipping damage. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the electrical card to resolve the issue. Based on this, no further action is required.

Event description:
Hill-rom received a report from the account stating when a nurse removed the sling from the sling bar holder on the parking panel it went down to the floor and would not go back up with the hand control or the emergency button on the lift. The lift was located in a patient room. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint #(B)(4).